Manufacturer narrative:
Conclusion: the reported left ventricular (lv) perforation that occurred with this patient was unknown if it occurred using the medtronic confida guidewire or if it occurred during use with the delivery catheter. Additional information from the physician found that the confida guidewire had not been pre-shaped prior to usage, however, the event report stated that the curve in the guidewire tip did not appear normal prior to the catheter being removed and the guidewire was re positioned in the apex of the patients heart. In addition, it was reported that the patients left ventricle tissue was extremely friable and frail during the surgery, which may have played a significant role in the reported ventricular perforation paired with the guidewire position potentially not being maintained, paired with the potential for the guidewire tip being shaped or manipulated, which then resulted in the patient death, with hypotension and cardiac tamponade. Without a returned guidewire or angiographic cines for review, we are unable to conclusively determine the exact cause for this issue. The confida brecker guidewire consists of a pre-formed shape of the flexible distal tip which is specifically designed to position the guidewire in the left ventricle and mitigate the variability associated with the distal tip of regular guidewires. It also eliminates the need for physicians to manually bend the guidewire during the transcatheter aortic valve replacement (tavr) procedure, or other diagnostic and interventional catheterization procedures. In terms of tavr procedures, this pre-formed shape of the flexible distal tip is designed to provide stability for a tavr delivery system tracked over the guidewire and to mitigate the risk of lv perforation. In addition, cardiac perforation is a known potential patient adverse effect per the IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. This event does not indicate device misuse or malfunction. Per the warnings in the confida IFU, the guidewire should not be pushed pulled or rotated against resistance, and the wire should position should be monitored throughout the procedure for proper placement of the curve and distal tip. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product was discarded; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, a catheter was used to cross a non-medtronic wire through the aortic valve. The non-medtronic wire was removed and this medtronic guidewire was inserted to the left ventricle using the catheter. The curve in the guidewire did not appear normal so the catheter was removed and a pigtail catheter was inserted. The same medtronic guidewire was positioned in the apex. The valve was inserted over the wire to the ascending aorta at the level of the sinus and the non-coronary cusp (ncc). The pigtail catheter was repositioned. The delivery catheter system (dcs) crossed over the wire across the native aortic valve. At this point, hypotension occurred and the dcs was removed to the ascending aorta. Echocardiogram revealed pericardial tamponade. The dcs was pulled back to the descending aorta and cardiopulmonary resuscitation (CPR) was performed. A pericardiocentesis was unsuccessfully attempted. A formal subxiphoid window relieved the tamponade but led to the identification of a ventricular injury and an empty ventricle. An emergent sternotomy was performed and cardiopulmonary bypass was initiated. A full thickness laceration was identified in the lateral aspect of the left ventricle, near the apex. Initial attempts to repair the injury using sutures pulled through the friable ventricular muscle tissue. A long length of felt with three separate strips with running sutures was used to repair the injury. Although glue was used over the sutures, there were still areas of bleed ing over the friable muscle and would not hold hemostatic sutures. The patient was unable to wean from the cardiopulmonary bypass and expired.